Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast fix device could not be deployed. T1 was left secure in the patient. The procedure was successfully completed with a delay greater than 30 minutes, using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on d9 and h6 (health effect - impact code). H3, h6:the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is toward the distal end of the needle. Bio debris is present. A functional evaluation was performed on the returned device and found the device will not cycle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.